Event description:
Customer reported that he have to go to the emergency room due to high blood glucose. Customer stated that the insulin pump was alarming no delivery and he did not have needles to inject. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.